Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort at the pocket like the wires are poking through. There were no additional adverse patient effects reported. All available information indicates that that as of this time, the rv lead remains in service.